Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis, and infection in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient was new to pd and didn't do the treatment process properly which resulted in peritonitis on an unreported date. Treatment for the peritonitis was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient was recovering. On (B)(6) 2011, the patient experienced an unspecified infection and was hospitalized the same day. Treatment for the infection was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Therapy with dianeal pd4 ultrabag was ongoing. The nurse stated that the peritonitis was not related to dianeal pd4 ultrabag therapy. She did not provide an opinion of causality for the event didn't do treatment process properly and did not comment on or provide causality for the event infection reported by the consumer.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11e21044, h11c24118 with no defects noted. The cause of the peritonitis was use error. The label review found the labeling adequate for the use error in this complaint. Additional investigation is in being conducted through (B)(4).